Event description:
It has been reported to philips that a system did not boot up. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use and the procedure was completed normally. A philips field service engineer (fse) went onsite and evaluated the system. The analysis of the system log file was performed but no issue was found, and the system was working normally. The system was returned to use in good working order. To date, no further recurrence of this issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Troubleshooting found no issue with the system and the reported problem could not be reproduced. The system was confirmed to be operating per specifications and the rse deemed that the system was in use in good working order. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.